Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when it was used to monitor a patient during transportation. The ambulance was driving on a bumpy road. Patient details and information about the outcome of the patient were not provided.